Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Event description:
It was reported that approximately 30 months post-implant of a suprarenal aortic extension, a recurrent proximal type ia endoleak was identified in a computed tomography scan. Reportedly, the pt had been initially tread on (B)(6) 2011 with a bifurcated device and a suprarenal aortic extension; and on (B)(6) 2012, a proximal endoleak type ia was identified and successfully treated with a suprarenal aortic extension (2031527-2012-00009). During a recent follow-up visit, a computed tomography scan revealed the endoleak type ia recurred. The physician treated the pt with an additional aortic extension, placed to the level of the right renal artery; and snorkeled the left renal artery with a balloon expandable covered stent; however, contrast was observed leaking into the aneurysm sac (identified as a very small type I endoleak). Subsequently, an additional balloon expandable stent was placed below the left renal artery, which resolved the endoleak. The pt tolerated the procedure well.